Manufacturer narrative:
The commander delivery system was not returned to edwards lifesciences for evaluation. An image review was able to be performed which confirms a balloon burst upon full deployment of a 26mm sapien 3 valve in an existing mosaic 29mm valve in the mitral position. The inflation balloon expands during inflation to accommodate implantation of the thv. The inflation of the balloon might have been restricted by the pre-existing mosaic valve. Deploying the thv with the same amount of injection volume in a tighter/restricted annulus area may have contributed to the balloon burst reported. The complaint for delivery system ¿ withdrawal difficulty from valve was confirmed. The image review showed evidence that the thv was not coaxial prior to deployment or upon removal through the deployed valve. Pulling the delivery system with a balloon burst back in a non-axial retrieval angle could cause the distal end of the delivery system to catch on the valve stent strut, as described in the event description. This can aggravate the withdrawal difficulty reported. No relevant imagery related to distal tip separation was received. Engineering was unable to confirm the complaint for distal tip/nose tip ¿ separated. Additionally, due to the unavailability of the device, engineering was unable to perform any visual, functional or dimensional analysis. Thus, it cannot be determined if a manufacturing nonconformance contributed to the reported event. A review of the applicable DHR file and lot history did not indicate that a manufacturing nonconformance contributed to the complaint. Per the training manual, during the withdrawal of the delivery system through the sheath the user is instructed to maintain the guidewire position. Images received show that the wire was not present in the delivery system or esheath during removal. Withdrawing the delivery system with the burst balloon without the guidewire, can cause the balloon component to drag or catch onto the sheath distal tip during retrieval, causing the separation of the distal tip from the rest of the delivery system. Alternatively, other patient/procedural factors that can contribute to difficulty retrieving a device include the following: patient vascular calcification / vascular tortuosity. Sheath insertion angle. Coaxiality of the device being retrieved. Position of the flex tip on the delivery system during retrieval (procedure instructs the user to ensure flex tip is still over the triple marker) while a definitive root cause is unable to be determined at this time, it is likely that procedural factors (the absence of guidewire in the delivery system or esheath during removal and the balloon burst) contributed to the reported distal tip, nose tip separation. It should be noted that currently, sapien 3 thv valve with the commander delivery system is not indicated for valve-in-valve procedure in mitral position. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance was the source of the complaints. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation into this event is ongoing.

Event description:
As reported by the clinical specialist, upon full deployment of a 26mm sapien 3 valve in a mosaic 29mm valve in the mitral position via transseptal approach, the delivery system balloon ruptured. While attempting to withdraw the delivery system from across the valve, the delivery system (nose cone) was "caught" on the sapien 3 stent strut. Multiple attempts to free and retract the system were unsuccessful. An attempt was made to pull the balloon catheter into the flex catheter and retract, a snare was used to attempt to reorient the wire or nose cone off the sapien 3 stent strut, but the delivery system was subsequently able to be freed by using a buddy balloon through the valve to help dislodge it from the s3. The delivery system was withdrawn across from the s3, passed through the asd through the septum and back into the femoral vein. Upon attempted removal of the delivery system and sheath from the femoral vein some resistance was noted. The delivery system was pulled until it finally broke and the nose cone remained in the femoral vein. A vascular surgeon was called to remove the nose cone and repair the vein. Upon inspection of the delivery system it appears there was a radial tear in the balloon of the delivery system. The delivery system is being retained by the hospital's quality department and will be released once their investigation is complete. In the physician's opinion the radial tear of the balloon caused the distal end of the balloon and delivery system to get caught on s3. The nose cone detached from the delivery system when the operator pulled the system out against the distal tip of the esheath. The patient died 8 days post procedure of multi-organ failure and worsening chf.